Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board due to wear and tear. The autopulse platform was manufactured in january 2009 and is 12 years old, well beyond its expected service life of 5 years. No physical damaged was observed on the returned autopulse platform during visual inspection. The platform archive data could not be downloaded due to a defective processor board, however, the latch error 136 (invalid parameters corrupted) was revealed after the ap vision software was utilized, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. The defective processor board was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
Customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Patient use information was requested but no additional information was provided, therefore patient use is unknown.